Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter received questionable nitrate results from the combur-9 test strips used for urine testing. The analyzer used was not provided. The customer stated the nitrate results are falsely positive for many patient samples. No specific comparisons or repeat results were provided. The customer also stated the desiccant stopper of the strip vial does not completely close. It was unknown if any erroneous result was reported outside of the laboratory. There was no allegation of an adverse event. The suspect product was requested to be returned for investigation.

Manufacturer narrative:
The customer returned four vials of the suspect product for investigation. All of the returned test strips showed discolorations on the nitrite, protein, glucose and erythrocyte test pads. The retention material showed no abnormalities. The suspect product vials could not be checked for desiccant stopper tightness as every test strip vial had been used. The desiccant stoppers themselves showed no damage. The customer's allegation could not be confirmed and a specific root cause could not be determined.